Event description:
30 year old male underwent robotic- assisted laparoscopic cholecystectomy for acute cholecystitis without complications. Approximately 3 hours after surgery, he began having hypotension and altered mental status. The surgeon did not initially believe the symptoms were related to bleeding because of the uncomplicated nature of the surgery. When hemoglobin drawn and resulted at 10.3, from a baseline of 16.7, patient was returned to the operating room. Clip used on cystic artery was found off the artery and in a closed position. Clip was removed and 2 new clips were placed on cystic artery. Patient recovered and was discharged home on (B)(6) 2026.